Event description:
Lead management case to extract two leads due to cied pocket infection. The physician began the procedure by attempting to extract the 6949 rv lead (implanted 63 months); after advancing the laser sheath past the svc the blood pressure dropped. The CT surgeon was called in and first attempted a thoracotomy; however, the thoracotomy failed and the surgeon performed a sternotomy. Upon evaluation of the injury a tear at the svc/ra junction was discovered. The patient did not survive the intervention.